Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report [nc] and CAPA. No trends were noted for complaints and there were no capas that were confirmed to be associated. An nc was identified as associated with this lot number. The nc addresses a nonconformity related to preconditioning for sterilization. The load was removed from preconditioning due to the abatement system going down and not progressed to the next sterilization step as validated. The nc documents this discrepancy and the steps taken to resend and process through sterilization process. Preconditioning is a pre-sterilization step and does not impact directly sterility of the product. Devices met specification (including sterility requirements) prior to release. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device.

Event description:
According to the available information, implant removed and replaced with a malleable due to infection.